Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that that patient presented in clinic for a one day post-lead revision check when non-sustained lead noise due to post-paced t-wave oversensing was observed via real-time egm. Patient was asymptomatic. The device was reprogrammed.